Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for the patient who had a past medical history of ischemic cardiomyopathy status post implant. The patient had a ventricular tachycardia (vt) ablation. They had several low flow alarms with associated palpitations, however, no arrythmia was noted on telemetry. It was noted that the patient was hypovolemic. The log files captured low flow events on 01nov2025 and 02nov2025 along with several low flow flags that did not persist long enough to trigger an alarm. There were no other unusual alarms or parameter changes.

Event description:
It was additionally communicated that the low flows were due to hypovolemia and that they resolved while the patient was asymptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of low flow alarms, which the account attributed to hypovolemia. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files captured clusters of low flow events, including low flow alarms, on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. Pulsatility index values were observed to be elevated during the low flow events. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including cardiac arrhythmia. Section 6 of the IFU, "patient care and management," lists arrhythmia and hypovolemia as potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.